Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel issues. It was reported that the patient is not able to connect with ins and is getting poor communication on programmer. Caller mentioned the patient replaced programmer batteries due to this and is still not able to connect with ins. Caller stated that the patient was getting poor communication with and without use of antenna. Caller stated that the patient is no longer getting therapy relief from ins. Caller stated this has been going on like a month already. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.